Event description:
The customer reported a system failure. Cycle power message.

Manufacturer narrative:
The customer reported a system failure, cycle power message. The device was evaluated local to the customer site. The control board was replaced which resolved the reported issue.